Event description:
It was reported that during change out for normal eri externalized conductors were observed on the lead. No electrical anomalies were noted. The lead was extracted and replaced. The patient was in good condition after the event.

Manufacturer narrative:
(B)(4). Internal insulation abrasion was noted at 25.5-27.4cm from the electrode tip electrode. The etfe coating was intact at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.